Manufacturer narrative:
The corrective action for this issue was replacement of the power management pcba. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00460. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from customer reporting a v60 ventilator shut down while in use. Respiratory therapy reported the patient was placed onto another ventilator. No adverse outcome to patient care or therapy reported. A philips remote service engineer (rse) reported the unit was removed from service until it could be evaluated onsite by a philips authorized service provider (asp). The customer was not able to advise if the v60 alarmed when the shut down occurred. The asp reported during follow-up communications, the customer confirmed the ventilator was not connected to a patient at the time of the malfunction. The investigation is ongoing.